Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Encoder flex is out of specification; ventricular knob not adjusting correctly. Upper and lower case halves are broken. Battery release, both bail covers, and battery drawer are contaminated. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit (pc) board is out of electrical specification. Encoder flex is out of specification; ventricular knob not adjusting correctly. Upper and lower case halves are broken. Battery release, both bail covers, and battery drawer are contaminated. Battery contacts are compressed. A detailed analysis of the encoder flex and main pc board was performed. This analysis found that a defective transistor on the pc board caused a short at the battery input, which prevented the unit from being turned on. Also, it was noted that there was a tear in the encoder flextape, which prevented proper operation of this component.

Event description:
It was reported the external pulse pacemaker (epg) will not turn on. The epg was returned for repair. No patient involvement was reported.